Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training performed by getinge sales representative, the cardiosave intra-aortic balloon pump (iabp) unit is giving auto failure message out of box, failure to install. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: (B)(6). A getinge field service engineer (fse) recalibrated transducers and performed full calibration and function check. 12/6/2022 can back on site to verify that calibrations held and found that we are once again getting an autofill failure. After speaking withtom markle/mike kightly seems to be a front end board issue. Device is out of service until I get a front end board. Replaced front end board. Performed calibrations to machine. Unit passed all test and ran as it should. I will revisit tomorrow to make sure all is still good. Revisited customer and autofill failure was still coming up when trying to run machine. Spoke with (B)(6), he thinks the executive processor board may be bad. Order board. Replaced executive processor board and calibrated machine. Machine runs as it should. Revisited customer and tried running machine and once again getting an autofill failure. Replaced pim and machine came up without any issues. Put original pim in machine and was getting autofill failures. I also put the original front end board and executive processor board back in machine. Recalibrated and verified proper operation with the new pim. However, customer is wanting this machine exchanged for a new one. I have left it out of service for now and with all the original parts in it. Replaced pneumatic module assy, performed calibration,safety, and functionality checks completed per the servicemanual and passed to factory specifications. Returned forclinical service upon completion. Verified that system passed all function checks and calibrations.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g3, g6, h2, h10. The failure analysis and testing dept. Received pim with a reported unit failure of an autofill failure. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the reported issue. Part fails the leak differential test. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.